Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures and have not been reported to ethicon, please open 1 additional file for every patient event identified and provide the following information for each patient event: please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What is the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What are the product code and lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a spine procedure on an unknown date and absorbable hemostat was used. The surgeon stated patient experienced a seroma. The seroma was then drained. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/25/2021 additional information was requested, and the following was obtained: 1. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. 2. What are the procedure name(s) and date(s)? Only information available is it is for spine cases 3. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention? Seroma post-surgery and drainage had to be performed. The following information was requested, but unavailable: 1. Did the event occur during one or multiple patient procedures? 2. What is the total number of procedures? 3. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 4. What is the date of index surgical procedure? 5. What were the diagnosis and indication for the index surgical procedure? 6. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 7. Was there any intraoperative concurrent use of other products? 8. What are the product code and lot number? 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 12. Was the surgicel product left in place? Was the excess irrigated and removed? 13. What were current symptoms following the index surgical procedure? Onset date? 14. Were cultures performed? If yes, results? 15. What is physician¿s opinion as to the etiology of or contributing factors to this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative seroma? 17. What is the patient¿s current status? 18. What is the quantity involved per procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.